Manufacturer narrative:
Cfn-(B)(4). Initial emdr submission. A follow up emdr will be submitted upon completion of investigation. (B)(4).

Event description:
Customer reported verbally via telephone call that the adhesive on the new dressing is causing the patients skin to become irritated and breakdown. It requires additional steps in his care, wound protectant and attempting to change the location of the dressing. Additional information received 31-mar-2016: was there any patient injury or intervention needed as a result? If so, please provide what type, i.e. Oral/topical medication or salves/creams? Skin tearing, redness, itching under tegaderm dressing. Pt has been using (B)(6) to open areas exposed after dressing changes is the skin more rashy or is it physically breaking down? Physically breaking down. What is the current status of patient? Stable with every 3d pleurx drain. Was patient immunocompromised? No. What is patients age and weight? (B)(6). Estimated weight (B)(6). How long was adhesive on prior to being removed? Changed every 3 days. Did patient have history of adhesive allergy? No history of adhesive allergy. Please provide additional information so that it may be reported to the FDA as necessary. (B)(6) has been seeing mr. (B)(6) every 3 day for pleurx drain procedure since (B)(6) 2015. He has not had any reaction to the dressing until dressing was changed by carefusion in 2016.

Manufacturer narrative:
(B)(4). Follow up emdr for device evaluation. Failure mode could not be confirmed since no samples or photos were provided for evaluation. Device history record review could not be performed since no lot number was provided for evaluation. Sample not returned: based on the investigation results, a definitive root cause could not be identified for the reported failure mode through this investigation since no sample was returned for analysis. Even though failure mode could not be confirmed and root cause could not be identified, a notification to supplier has been issued. A quality notification was sent to the supplier to inform them of the issue with the affected part.